Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for gas and diarrhea. The patient was also diagnosed with peritonitis but the cultures were found to be negative. The patient was prescribed antibiotics but the type, route, dose, and duration are unknown. The patient remains hospitalized and is recovering. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The patient was seen in the outpatient clinic prior to this event for an exacerbation of chronic gastrointestinal (gi) disease involving bloating and diarrhea but it was affirmed these events were unrelated to pd therapy. Additionally, the patient¿s peritonitis was also unrelated to these chronic conditions. The outpatient clinic sent a request for the patient¿s hospitalization records from the admitting facility but did not receive a response as of the final follow up. As a result, laboratory results, medical interventions provided, exact cause of this event, hospital discharge date and the patient¿s current disposition remain unknown. The patient initially experienced abdominal pain attributed to peritonitis upon admission to the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was prescribed intraperitoneal vancomycin (unknown dose, frequency and duration) by her primary care provider following discharge, but medications prescribed during this hospital stay remain unknown. The patient discharged from the hospital (exact date unknown) and is currently recovering from this event while on antibiotic therapy at home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.